Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/(B)(6) years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: implantable cardiac defibrillator leads dysfunction after lvad implantation. Pacing and clinical electrophysiology. 2020;43:13091317. Doi: 10.1111/pace.14004. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding leads dysfunction after left ventricular assist device (lvad) im plantation. The article reports patients who experienced inappropriate shocks and inappropriate anti-tachycardia therapy due to myopotential and t-wave oversensing (twos). There were right ventricular (rv) leads which exhibited decreases in r waves, increases and decreases in pacing impedance, and increases in threshold. The leads were reprogrammed, and the status/disposition appears to be still in use. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.